Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and irritated. The patient¿s physician prescribed oral medication and fluocinonide .05% liquid solution for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.